Event description:
(B)(4). Severe abdominal pain and cramping. Excessively heavy bleeding. Severe back pain. Inability to walk upright. Difficulty breathing. Severe nausea. Excessive sweating. Extremely painful bowel movements.